Manufacturer narrative:
The follow up report is being submitted to relay additional information received. The complaint cannot be confirmed as the medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products- vgd cruc ret tib brg, catalog # 183421, lot # unknown , vanguard cr ilok fem-rt, catalog # 183006, lot # unknown , biomet arcom 3 peg/post, catalog # unknown, lot # unknown. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. H3 other text : remains implanted

Event description:
It was reported a patient underwent an initial total knee arthroplasty. Subsequently, the patient was noted to have pes anserine bursitis on unknown date. No information available.